Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission on (B)(6) 2015. Upon review the right ventricular lead exhibited noise falling in the ventricular fibrillation zone. No therapy was delivered due to secure sense discrimination. Noise was also noted in the past due to emi. Lead fracture was suspected. A procedure for lead explant was scheduled. During the procedure after the right ventricular lead extraction cardiac perforation and pericardial effusion was noted resulting in tamponade. A pericardial catheter was placed to collect the blood but the bleeding did not stop. The chest was entered allowing the aspiration of blood which did not stop the bleeding. Sternotomy and repair of anterior wall rv perforation was performed. Lead measurements were checked and were within normal range. The patient was taken to cardiac surgical ICU. The patient was discharged on (B)(6) 2015 without any further event. The patient will continue to be followed.